Event description:
It was reported that on (B)(6) 2018, during a percutaneous pinning of an acetabulum, a smith and nephew 2.4mm guide wire in order to insert a 6.5 cannulated screws, but the tip of the wire broke off and was retained in the patient. There were no allegations against 6.5mm cannulated screws. The second part of the case, a 7.3mm cannulated screw was missed the vertebral body and in tum was difficult to remove. But was successfully removed with screw removal set. The patient status was unstable. Concomitant device reported: smith and nephew guide wire (part#unknown, lot#unknown, quantity#1) .this complaint involves one (1) device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)